Event description:
It was reported that the patient had episodes of ventricular tachycardia (vt) and an alert sounded for oversensing of the right ventricular (rv) lead. At the revision procedure, the stylet could only be passed 22 cm into the lead. The entire lead was unable to be extracted, so the lead was capped. No further patient complications have been reported as a result of this event. Analysis data revealed that the patient alert was triggered for high rv pacing impedance. There was noise and a suspected lead fracture.

Event description:
It was reported that the patient had episodes of ventricular tachycardia (vt) and an alert sounded for oversensing of the right ventricular (rv) lead. At the revision procedure, the stylet could only be passed 22 cm into the lead. The entire lead was unable to be extracted, so the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and revealed that the proximal conductor fractured. It was noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic depression.